Event description:
Boston scientific received information that this device displayed out of range shocking impedances. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory high power visual inspection of the device header and lead barrel noted no irregularities. The device was returned 11 months after explanted, and device memory could not confirmed out of range measurements. The device header pass pin gauge testing. When the device was connected to a temporary lead normal pacing and shocking impedances were noted. Finally the device passed returned product testing which included a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. The device met specification and laboratory analysis could not confirm the reported clinical observation.